Event description:
Device issue: loose stent. Time of device issue: during the procedure. Adverse event: none. It was reported that at introduction, the stent moved on the stent delivery system (sds). Another unk device was used for the procedure. Reportedly, the pt was in good condition after the procedure. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug-eluting stent in the us.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.